Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Clinical details states that high purge pressure was reported on day 5 of support. No product was returned. The data logs confirm multiple high purge pressure and purge system blocked alarms. The data logs show a motor current spike followed by a rise in purge pressure before alarm was triggered. There was a simultaneous low purge flow. The condition resolved after about 4 hours. It is unknown if tissue plasminogen activator (tpa) was added to the purge. The root cause of high purge pressure was most likely biomaterial related due to gradual rise in purge pressure following a motor current spike. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist in section: using the automated impella controller with the impella catheter. Added h6 impact code 4644 g1-MDR reporting address updated g1-MFR site name and address updated.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that during impella 5.5 support for 71-year-old female patient, the purge pressure was high (1000mmhg pf <1ml/h). There was no purge line kink observed. Tpa was added to the purge. There was no reported patient harm.